Manufacturer narrative:
¿H10 h3, h6: the device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. Clinical evaluation was completed and concluded that based on the information provided, the root cause could not be definitively concluded. The surgeon reportedly ¿determined it posed no risk to the patient¿ after suctioning and visual exam and discharged patient per standard procedure; therefore, further patient impact is not anticipated. No further medical assessment is warranted at this time. A review of manufacturing records for the reported lot number 2039037 found no non-conformance's or anomalies during manufacturing process related to the reported event. A complaint history review found related failures. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) extensive activation of the device (2) settings used during activation (3) mechanical displacement of tissue (4) using the device as a lever. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution

Event description:
It was reported that the procise xp wand was used for tonsillectomy when user noticed tip of wand was missing after use. A small piece was suctioned by surgeon, with no harm to the patient and no additional follow up needed. It is unknown if there was a delay or a backup device available to complete the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.